Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge depleted from 100% to 5% battery life overnight. There was no impact to the customer's blood glucose (bg) levels due to this event; however, customer experienced an unrelated low bg level glucose level of 62 (mg/dl) prior to event. Juice and milk were consumed to address bg levels. It was indicated that manual injections were available for diabetes management.